Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the emergency department and was hospitalized due to a pocket infection. The device and leads were explanted and not replaced. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.